Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had elevated ldh levels. An echo confirmed pump thrombosis in the inflow conduit. The patient was reportedly having intermittent vision changes and a CT scan showed tias for the past few weeks. Multiple pi events were noted. The patient evaluated for recovery and pump explant. The lvad was subsequently explanted on (B)(6) 2014 due to recover y of the patient's natural heart.

Manufacturer narrative:
Device evaluation: pump evaluation confirmed the presence of thrombus in the pump. Evaluation revealed deposition in the outlet stator. Although a cause for the formation of this deposition could not conclusively be determined through this evaluation, the deposition could have contributed to the patient¿s elevated ldh/hemolysis. However, the reported pump thrombus in the inflow conduit was not confirmed. Vad-14425 was returned assembled. The driveline was cut approximately 2 inches from the pump housing with the rest of the driveline not returned. All parts of the sealed inflow conduit were returned. The inlet elbow was attached to the pump. Approximately <1 inch of the sealed outflow graft was returned. The outflow graft bend relief was returned. The outflow elbow was returned attached to the pump. The outlet stator revealed large, red/white, and soft deposition. The deposition surrounding the bearing ball within the proximal side of the outlet stator lack of laminated layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball and the contact marks on the rotor suggest that it was likely present while the device was supporting the patient. However, a cause for the formation of this deposition could not conclusively be determined through this evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the lvad was returned on.

Manufacturer narrative:
Due to the device not being available for evaluation, a correlation between the device and the reported thrombus could not conclusively be determined. Thrombus is listed in the device¿s approved labeling as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.